Event description:
It was reported by the customer's mother that the customer was hospitalized on (B)(6) 2015 with a blood glucose level of 460 mg/dl. Customer worked a long day of work and did not have lunch. Customer took his pump off and then put it back on. Customer tried everything to get it regulated, but nothing worked. Customer had diabetic ketoacidosis and symptoms of nausea, vomiting, and dehydration. Customer was treated with an IV drip. Customer was wearing the pump at the time of the hospitalization. Customer had changed out his set 3 or 4 times due to a lot of no delivery alarms. Customer works in the oil field and the old pump that malfunctioned got in line with a magnetic field. It has been 2 weeks since the customer has been discharged from the hospital. Customer was having a hard time keeping his blood glucose level down and was switching sites. Customer's mother called back later and the pump passed the high pressure test. Pump was working as designed. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.